Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded and the sag head assembly was found to be unpressed. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece to run without user activation.